Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an ECG failure during operational testing. The customer requested that the device be returned for bench repair. There was no patient involvement.

Manufacturer narrative:
Report source not foreign, report sources updated